Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus (B)(4), there was the possibility that this phenomenon was attributed to the damage of the ccd unit and the cable due to the external force applied from the user handling. Olympus stated the appropriate handling of otv-s7proh-hd-10e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-10e.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user facility that in unspecified timing, the endoscopic image of the subject device could not be displayed intermittently. The user facility did not provide other detailed information. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the connector of the subject device cracked multiple parts.